Event description:
A hospital in (B)(6) reported via a distributor that the humidifier connection tube was missing from an rt106 adult breathing circuit kit. This was noted prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is an event that has been reported to fisher & paykel healthcare by a distributor to (B)(4) . The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned rt106 breathing circuit kit was visually inspected for a missing humidifier connection tube. Results: the breathing circuit package consists of a number of components grouped together during production. The humidifier connection tube was confirmed missing from the returned breathing circuit kit. A lot check revealed that one other complaint (total of two complaints) of this nature has been received for this lot number. Conclusion: it is likely that the humidifier connection tube was omitted during production packing. (B)(4).